Event description:
Customer reports that there is a difference in suction catheters. The markings are not the same, which causes an issue in the pediatric intensive care unit when suctioning a child. Customer additionally reports that the tips are not the same distance to the first marking. There is at least one inch difference. No patient injury has been reported.

Manufacturer narrative:
(B)(4): a sample was not returned, therefore the reported condition could not be confirmed and a definitive rootcause could not be determined. However during the investigation it was determined that if the connector was assembled in the wrong side of the tubing it could cause a reverse depth marking. Modifications were made to the manufacturing layout during the catheter sub-assemblies that would help personnel identify an inverted catheter and prevent future occurrences. The lot # (0000411453) reported was manufactured before these new layout changes were implemented. All applicable manufacturing and quality personnel will also be notified of this failure in an effort to heighten awareness. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition.

Manufacturer narrative:
(B)(4): the sample is not available for evaluation. Upon completion of carefusion investigation a follow up medwatch will be submitted.